Manufacturer narrative:
Concomitant medical product: addr01 ipg implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pocket stimulation. It was also reported the right atrial (ra) lead had the following issues: polarity switch, high impedance, indications of noise and potential fracture. Sensing issues were previously noted on the right ventricular (rv) lead. It was noted there was previously an unsuccessful lead revision attempts at the last implantable pulse generator (ipg) replacement procedure. It was also noted the ra lead was to be switched off. The ra and rv leads were later removed and replaced. No further patient complications have been reported as a result of this event.